Manufacturer narrative:
Device history record review was completed on the reported lot number, v1c212. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. One sample was received for investigation. Visual evaluation of the returned sample revealed it was already activated, and it appears to have been cut with a sharp instrument. It is likely the pouch was cut when the product shipper was being opened at the customer¿s location. Employees at the manufacturing site do not use sharp instruments to open shippers. Additionally, the shipper¿s artwork instructs customers to not use a knife to open. Therefore, the root cause is likely due to the customer failing to follow packaging directions. We will continue to monitor complaint trends and utilize the information as part of continuous improvement.

Event description:
Customer reported, while attempting to activate heat pack, it exploded in my eyes, chest, head, hands, neck. Eye wash was done two times and saline flushes used to flush out eyes. Reportedly, large particles of debris removed from my eyes. Initially I could not see and had severe burning to my eyes. After flushing my eyes no burning noted, just dryness.